Event description:
Order was received to pull back the umbilical venous catheter (uvc) 0.5cm. This procedure was completed without use of instruments, as line easily repositioned as ordered and resecured with steristrips. It was noted right after that blood was on umbilical (uac) dressing. Rn immediately pinched uac to stop bleeding and called nnp, fellow, and charge nurse to bedside to assist. It was noted that the catheter had broken at around the 23.5cm mark away from insertion site and outside of patient. Nnp prepped site and removed remaining catheter and replaced a 3.5 uac that was secured at 11cm within three minutes. The estimated blood loss was determined to be 3ml.the uac was pinched for a short period of time, but up at the hub, not at the point at which it was broken.